Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increased thresholds and eventual loss of capture due to dislodgement. A reposition attempt was made, however, difficulty was encountered and there was concern that the insulation may have been damaged in the process. The lead was explanted and a new lead implanted without issue. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.